Manufacturer narrative:
(B)(4) lead suture broke. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during an pelvic floor mesh placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the suture broke and the needle was found within the capio device. The procedure was completed with the same device. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.